Event description:
This report is based on information provided by a service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the charging port was damaged. It is unknown at this time if there was patient involvement. Good faith effort attempts have been initiated. No reported impact.